Event description:
It was reported that a device movement occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was successfully performed using a 35mm watchman flx laa closure device with delivery system (wds). A routine follow up examination in (B)(6) 2023 revealed the closure device shifted proximally on the mitral side from the implant position. Compression of the closure device was minimal and a peri device leak was present on the mitral side. The patient was instructed to continue oral anticoagulant medication.

Event description:
It was reported that a device movement occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was successfully performed using a 35mm watchman flx laa closure device with delivery system (wds). A routine follow up examination in october 2023 revealed the closure device shifted proximally on the mitral side from the implant position. Compression of the closure device was minimal and a peri device leak was present on the mitral side. The patient was instructed to continue oral anticoagulant medication.